Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests. No excessive no delivery alarm or motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 450mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.